Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's specific value of bg level was unknown however the value displayed "high". Reportedly, the customer cleaned the speaker holes and cleared the alarm.(no obstruction was observed on the vents, but customer cleaned them anyway and the issue resolved).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.